Event description:
On or about (B)(6) 2002, the patient was implanted with a greenfield filter after diagnosis and treatment of a deep vein thrombosis. On or about (B)(6) 2019, the patient underwent a computerized tomography scan (CT scan) of their abdomen and pelvis. The patient was informed that the filter's struts perforated beyond the inferior vena cava (ivc) wall.